Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a syringe plunge error. No patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed damage to the bottom case and right plunger; the flippers were sticking. Review of event history and error logs revealed no errors. The investigation determined the problem was caused by damage. Service history review identified the complaint was not related to a previous service of the device within the review period. The lock was replaced as a preventive measure. For all enquires or follow up questions related to the record, do not use (B)(4) located in section g, please direct those to the following: (B)(4).